Event description:
It was reported that prior to an implantable neurostimulator (ins) replacement for normal battery depletion impedances were checked and all were normal except for c and 3 were about 400 ohms. Following connecting a new ins, the extension was hooked back up to the old ins and impedances showed normal but c and 3 were 33 ohms.

Manufacturer narrative:
Concomitant medical products: product ID: 37601, serial# (B)(4), product type: implantable neurostimulator. Product ID: 37601, serial# (B)(4), implanted:(B)(6) 2015, product type: implantable neurostimulator. Product ID: 3389s-40, lot# va02y9y, implanted: (B)(6) 2012, product type: lead. Product ID: 3389s-40, lot# va01xj4, implanted: (B)(6) 2012, product type: lead. Product ID: 3708660, lot# serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted:(B)(6) 2012, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37601, serial# (B)(4), implanted:(B)(6) 2015, product type: implantable neurostimulator. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).